Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was within range (value not provided). The customer continued to use the pump for insulin therapy.